Event description:
As reported, while doing a knee revision, we tried using the accudriver handles with the flexible osteotomes to remove the tibia and the handle would not lock onto the disposable. This happened using both handles we had in the set. The reported event is related to breakage of device. Fragments, parts or pieces fell into the patient and were removed from the patient. There was a 5-15 minute surgical delay/prolongation. The patient did not experience any adverse events as a result of the delay/prolongation. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays.

Manufacturer narrative:
H3: pending device return and investigation.